Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that the drawer not opening issue was due to a physically damaged retractor assembly and a damaged pyxibus cable with exposed copper strands, compromising communication and drawer functionality. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "drawer not opening" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that retractor band cable, row board cable, and pyxibus cable for drawer 3 were replaced. During dchu visual inspection: p/n 353844-01: (a): was received with signs of physical damage. (B): was received with no signs of physical damage or missing components. P/n 120825-01: was received with no signs of physical damage, fluid ingress or missing components. P/n 120547-01: was received with signs of thermal damage and copper strands exposure. During dchu testing: p/n 353844-01: (a): no further testing was required due to physical damage found during the external inspection. (B): passed the dmm and hta testing successfully. P/n 120825-01: passed the dmm and hta testing successfully. P/n 120547-01: no further testing was required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer not opening - offline" was due to: a faulty "assy retractor dwr hh cubie" (p/n 353844-01) due to physical damage which compromises the proper functionality of the whole unit. A faulty assy cbl pyxibus 6 drawer, p/n 120547-01 due to exposed copper strands which prevents the proper functionality of the cable.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was in offline mode and an error message had appeared. A field service engineer (fse) replaced the retractor band cable, row board cable, and pyxis bus serial cable to resolve the issue. After completing the replacements, a full diagnostic was performed using the hardware test application (hta) confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.